Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the emergency room when the patient received several hv shocks while dining out. Patient has consumed alcohol and strong caffeinated drink. Each shock was preceded by a few seconds of palpitations, lightheadedness, and shortness of breath. On ER assessment during shocks patient had atrial fibrillation with rapid ventricular response, at times vt, hypertrophic cardiomyopathy, loud murmur with valvular disease, mild anxiety, mild leukocytosis, decreased k. Patient was treated with medications and was discharged home few days later. Later device was electively replaced successfully for batter change. Patient was followed-up and there were no abnormalities.